Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number: gd891796, gd891333, and gd891093 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report of peritonitis coincident with unknown dianeal solution for peritoneal dialysis (pd) therapy. It was reported that on (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, additional information was received by the nurse: the nurse confirmed that the patient experience peritonitis and was hospitalized on (B)(6) 2012 and discharged on (B)(6) 2012. The patient was recovering. The patient was treated with vancomycin. The patient was still on pd solutions. The cause of the peritonitis was unknown and the event was not related to hcs machine or dianeal therapy. No further information was provided.